Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/14/2017, that on (B)(6) 2017, the patient experienced no readings on his continuous glucose monitor (cgm). The patient's wife stated that she did not know what icon was displaying. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the patient had taken medication(s) that contain acetaminophen. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol).